Manufacturer narrative:
Expiration date: 01/2019 manufacture date: 01/2014 based on the available information, this event is deemed to be a reportable malfunction. The device was received, all manufacturing activities, process settings and parameters were reviewed and confirmed as being within specifications. The reported issue was replicated using water and an obstruction of the main lumen could be seen when the pressure reached 20cm. A CAPA had been previously opened to implement a one (1) minute natural air drying conveyor to et reinforced primary after gluing process and was closed april 2015. From this particular lot, the product was manufactured prior to the CAPA implementation. No additional action is required and this complaint will be closed. This issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on: august 09, 2016. (B)(4).

Event description:
It was reported that a patient was intubated with a 7.5mm ett in the operation theatre for a discectomy surgery. Several minutes into the procedure, the patient became unstable and breathless. The anesthetist could not figure out the problem as there was no obstruction during intubation, they decided that it was a total obstruction the tube was removed and replaced with another device of the same brand; no further issues were reported including patient outcome.

Manufacturer narrative:
This supplemental report is being submitted as additional information was received stating that the patient was fine. It was also noted that after completing the procedure, both anesthetists had inspected the first ett tube using a scope and found a 5cm length herniation of the tube causing a tear near occlusion of the airway. A video was provided regarding the reported event. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 18, 2016.

Manufacturer narrative:
No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: (B)(4). Manufacturing site: (B)(4).